Manufacturer narrative:
There is no additional information available for this event as yet. The event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, when the device is plugged into the camera box there is no image, only shoots out little lines. There is no patient involvement.

Manufacturer narrative:
Device has not been returned but an evaluation has been done without this based on historical records. This supplemental report is being submitted to provide this information. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing and at shipment. The manufacture year of the device is 2008, exact date is not available. The root cause for the issue of no image and only lines are shot out cannot be conclusively determined. However, considerable time has elapsed since the manufacture of the device and wear and tear might have contributed to the issue or wearing out of charge couple device unit or cables. Other factors such as failure in energization due to failure in connection or breaks of a cable due to its kink can also cause this issue. User handling, deviating from the instructions for use (IFU) can contribute to this issue as well. The IFU for precautions against frozen or lost endoscopic images, includes: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The IFU for connections, includes: turn the video system center off.

Manufacturer narrative:
The manufacture date is nov 6, 2008. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10.